Event description:
Customer's wife states that customer was "passed out" and she obtained a blood sugar reading for the customer on the aviva system at that time of 137 mg/dl. Wife suspected that the customer was hypoglycemic, and called the emt. She then immediately treated customer with 4 teaspoons of jelly, a peanut butter sandwich, and milk. When emt arrived, they tested the customer at 155 mg/dl on their meter approximately 25 minutes after the initial reading. Customer was treated based upon symptoms and not the device results. Customer was not treated by the emts, nor was the customer transported to the hospital. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.